Event description:
"When the holes in the cup are drilled, the piece breaks at the same place."

Manufacturer narrative:
On (B)(6)2024, a patient underwent implantation of a hip replacement. According to the sales representative, the flexible drill shaft ic (ref (B)(4)) broke, when the surgeon attempted to drill a hole for an acetabular screw. The surgery was completed by using another drill shaft. The flexible drill shaft ic fractured at the transition area between the head of the instrument and the flexible spiral part. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".